Event description:
The patient reported an incident involving a mobile scooter purchased from walmart. While operating the scooter on a walkway at home, the device reportedly stopped unexpectedly and began moving in reverse. The patient attempted to stop the scooter using their feet. Upon slightly increasing speed and pressing the throttle button, the scooter abruptly flipped, causing the patient to fall backward. The scooter subsequently fell on top of the patient. During the event, the patient struck their head against a brick wall and sustained a severely bleeding elbow and a bruise to the leg. The patient reports ongoing elbow pain and a perceived dent at the injury site as of the time of the reporting. The patient suspects a potential design issue, stating that the rear wheels appear excessively tightened, resulting in unstable motion.